Event description:
Updated summary: on (B)(6) 2024, the customer reported that an ambulance was present and treated them with glucose tube and candy due to hypoglycemia on the same day. That was the harm requiring medical intervention. When asked what led to the event the user stated they were driving a car. Customer reported programming was accurate. Sensor would not start and would not connect to the pump. Transmitter led did not blink on and off after reconnecting to sensor. Customer did not fully charge the transmitter and said would call back after charging the transmitter. Per (B)(4), customer reported having sensor updating and change sensor alerts on unknown date. The sensor was inserted in the abdomen. Transmitter could not be tested. Per (B)(4), customer reported having sensor updating and change sensor alerts on unknown date. The sensor was inserted in the abdomen. Transmitter could not be tested. Troubleshooting was done for the low and partially done for the transmitter. The pump was used within 48 hours of low. Per customer, they were not using smartguard at time of low.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and no communication pump to the transmitter. The hypoglycemia was treated with the ambulance and carb intake. The event involved product(s) mmt-7841zw. The troubleshooting was performed and the customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. A product return for mmt-7841zw is not expected.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.